Manufacturer narrative:
The pump powered up properly. No blank display was noted. All operating currents were within specification. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery or occlusion tests. The pump had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was up to 600 mg/dl. The customer treated the high blood glucose with the pump. The customer stated that the pump had a blank display. The customer was advised to insert new (B)(6) batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was able to troubleshoot and the screen was no longer blank.